Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a motor stall that recovered in more than 2 hours. It was reported the actual residual volume was 30.2 ml and the expected residual volume was 28.4 ml. It was noted the pump logs were checked and x-rays were performed. The pump was used to deliver morphine and clonidine. It was reported there were underdose symptoms and less than 50% therapy relief. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.